Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pocket was not opening nor popping out to recover. A field service engineer accessed the drawer from the rear and extracted the pocket. Before doing so, he observed that the leds on the row board were not lighting up properly, unlike the other trays. After removing the pocket, he discovered some debris, which he subsequently cleared away. Following the removal of both the pocket and the debris, the leds on the tray stabilized. He then inserted a new pocket into the tray and noted that the leds remained stable. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had cubie failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.